Manufacturer narrative:
Findings: no unexpected excessive no delivery alarms noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and deep scratches on reservoir tube. Grinding motor noise anomaly during displacement test due to faulty motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 10.2mmol/l. Customer was advised to disconnect the pump and run 5 fixed prime. Customer stated the pump alarm no delivery. Customer was advised to run an extra 5.0 fixed prime and insulin did exit out of the tubing. Customer was assisted to put fixed prime to cannula prime. Customer stated that he still wants pump replaced. Customer was advised that we will replace the pump.